Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It as reported upon removal of a wog tube, the string remained within the stomach and had caught on/ grown into tissue. The string was cut in order to fully move it from the stomach. A new tube was inserted by the reporter. As reported, this device issue did not cause harm or discomfort to the patient. An additional procedure was not necessary due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Correction: after further review of the record, it was determined that although it was available at the time, some of the information regarding the event details was not included in the initial report. It was reported the device contributed to needing to cut the string in the tube which then caused slight bleeding within the tract. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: evaluation: a review of the device history record, documentation, instructions for use (IFU) and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Potentially, patient anatomy, manipulation of the device while in use, use technique, manufacturing non-conformance, or lack of strict adherence to the IFU (not tightening or properly securing the suture) could have contributed to this event. Per the [quality engineering] risk assessment, no further action is required. The appropriate personnel have been notified and we will continue monitoring for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.